Event description:
It was reported that high impedances were measured. The manufacturing representative stated that "a year ago, the impedance measurement was over 4,000 ohms on channel 1 and they switched to another." It was further noted that "before the summer, the connection was getting bad and more channels had impedance measurements over 4,000 ohms and there was no stimulation." No patient injury or complication was reported. It was noted that the lead was explanted and replaced. Follow-up information received reported that the patient lost therapy and had a return of incontinence symptoms. It was noted that the after the lead was replaced, the patient's therapy worked again and she no longer had incontinence issues. The patient stated that the stimulation "faded out in some way" and did not feel stimulation. The manufacturing representative stated that "it was unknown if the patient did anything to provoke lead breakage."

Manufacturer narrative:
Product ID 309328, lot # 0204790051, implanted: (B)(6) 2011, product type lead. Analysis of the lead model 309328, lot # 0204790051 revealed that the conductor was broken at or near the tines. It was noted that all conductors were broken 5.1 centimeters form the distal end.